Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Applications support manager spoke with the account and reminded them the operators manual and quick guide has information on the protocol. Also she forwarded the account the suction loss protocol and informed them of the 40 micron deeper depth. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during laser vision correction procedure and while laser was firing there was suction loss due to patient movement. Treatment was aborted and rescheduled. Account reported that they will bring patient back in a couple of weeks to treat. The treatment was only 30% completed when suction was lost. The account had questions on how to perform the suction loss protocol. No cones were saved for return as they knew it was patient movement that caused the suction loss. No loss of best corrected visual acuity reported.